Event description:
It was reported that when the monitor is turned on, the display indicated tb "out of range". There was no patient injury reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.